Event description:
Pt's one touch ultra meter was reported to have a power issue. The meter would turn on when the power button was pressed, but would not power on when a test strip was inserted. This issue was not resolved with troubleshooting. Pt was using the correct test strips and had inserted it all the way into the test strip port, but the issue still persisted, pt contacted their nurse at work, who reported this meter. There was no medical intervention or treatment given. No furhter clincial info was provided.